Event description:
It was reported the customer has difficulty opening the door with or without IV tubing. Sometimes replacing the latch handle works other times the customer will replace the air in line assembly, or the door assembly. The customer reports devices are over ten years old. Customer reports the staff handled the doors/latch roughly. Biomed often has to take a flat blade screwdriver to move the sear downward to open the door. There have been no patient events reported, no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported device had broken door latch sear was not identified during the customer call. The tech support explained to the customer that mechanical issue with the latch such as the sears are bent could cause the door latch/door not to open freely. Advised customer to replace door latch assy. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.